Event description:
It was reported that during an open pancreatoduodenectomy, staples closest to the cutline were unformed at the 3rd firing when the device was fired on the gastric body. The staple height was gold. The firing site was the position that would be cut off to anastomose, so no additional treatment was performed. According to the sale rep who attended the operation, the doctor did not wait 15 seconds after clamping. There were no adverse consequences to the patient. Three photos of resected tissue were provided. The device was discarded.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Photo analysis. Staple cartridge deck deflected. Three digital photographs were returned. The photo were reviewed by the quality field engineer. Upon visual observation, open staples can be seen in the photos at approximately mid staple line. The open staples appear to be from the outer staple row. Potential cause is that the tissue may have been too thick for the cartridge selection. Waiting 15 seconds after closing and before firing will reduce the tissue thickness and provide the optimal tissue platform for stapling. Open staples as observed in these photos are typical of what one would see when the staple cartridge deck is deflected due too thick tissue. Conclusion: potential cause of the open staples were the result of cartridge deck deflection. Deck deflection can occur when the tissue is to thick for the color selected and in this case the coupled with not allowing adequate time (15 seconds) for fluids to exudates from within the tissue.